Event description:
It was reported that the patient presented to the emergency room with lightheadedness and near fainting spells which was attributed to intermittent capture on the right ventricular (rv) lead. The lead also exhibited a jump and rise in pacing impedance and high thresholds. Loss of capture and oversensing was observed with isometrics. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.